Manufacturer narrative:
The user reported experiencing a low glucose event on october 19, 2023, around 11am-3pm. He could not confirm if he was unconscious, but described the event as being "out of it" for 4 hours. The user did not check his sensor glucose, nor did he check his blood glucose values during the event. In an associated complaint for sensor inaccuracy (complaintrec-43378), it was determined that the system was experiencing some instability and eventually the system triggered a sensor replacement alert on 19 october 2023, which was addressed as part of complaintrec-43489, (MFR report #3009862700-2023-01029). A return material authorization (RMA) was issued to offer the user a sensor replacement. Investigation results on the returned sensor revealed a loss of chemical performance. The system correctly disabled the sensor when it detected the performance failure, and the system's self-test functions were working normally. The root cause of the performance failure was due to oxidation of the chemical component of the sensor. B4. Date of this report updated to 26 december 2023. G3. Date received by manufacturer updated to 01 december 2023. H3. Device evaulated by manufacturer? Yes. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2023, senseonics was made aware of an adverse event where the user reported "not remembering much" from 4 hours (11am to 3pm) of the date of event when he was sitting alone at work. The user mentioned that his glucose level is usually low before and around noon, though on the date of event he did not check his sg and bg measurements. The user took some glucose gel around 3pm and did not require further medical intervention. The user made his hcp aware of the event.